Event description:
A report received from the USA stated an 840 ventilator experienced a faulty audio alarm. The alarm issue was reported to be found during pre-use testing. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) alarm speaker, which resolved the reported issue. The ventilator passed extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). Covidien reference: (B)(4).